Event description:
It was reported that the pump was alarming battery depleted once again. The batteries were removed, and then the same batteries reinserted since they were just changed to new ones. They explained that the pump was malfunctioning, and it was not the batteries. Pump settings were reviewed and device restarted, then it was running. A continuous infusion rate of 5.4 ml per hour had been programmed, with a total reservoir volume of 212 ml and a given volume of 38 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
H3: device not received by manufacturer.a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.